Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away most likely in a hospital. The customer was hospitalized due to hyperglycemia that caused them to faint. The cause of death was unknown. The caller stated that the customer was (B)(6) but looked like a child as they were under developed. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The caller will return the insulin pump for analysis.